Manufacturer narrative:
Investigation summary: one used primary set, model 2426-0500, lot 21013197, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's second smartsite needleless connectors was disconnected from the tubing. No other defects were observed. The customer's complaint that tubing was separated at one of the ports was verified. A device history record review for model 2426-0500, lot number 21013197 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the glue had been properly applied to the tubing. However, alignment of the separated tubing and the smartsite indicated that the tubing had not been fully inserted during the assembly process. The root cause was determined to be shallow insertion depth of the tubing into the smart site. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2426-0500 batch/ lot #: 21013197. Harm: none. Tubing when opened was separated at one of the ports.